Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed cracked distal end cover issue could not be determined, however, the issue was likely the result of physical stress during user handling/mishandling. The event may be prevented by following the instructions for use section below: operation manual, 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that part of the insertion tube was caught and pinched, the insertion tube had become deformed on the duodenovideoscope. The event was found during maintenance. There were no reports of patient harm. The device was returned and evaluated; there was a crack on the plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: light guide bundle had breakage; connecting tube had a scratch; and plastic distal end cover had a chip. Due to wear of angle wire, the bending angle in down direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.